Manufacturer narrative:
The product was not returned for analysis. The complaint history and product history records could not be reviewed because the market research information did not provide a lot number or any identification traceable to the manufacturing documentation the product investigation could not identify a root cause for the reported complaint. Not enough information was provided for further investigation. The manufacturer internal reference number is: (B)(4).

Event description:
A health care professional reported during an online market research survey the lens probably would not solve a problem or fulfill a need for them and their patients. The lenses are difficult to get to work correctly. Additional information has been requested.